Event description:
The patient' ID was not provided by the customer.

Event description:
The customer reported that they received return pressure too high alarms during the procedure. The customer reported that they were not able to complete rinseback because of this alarm. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: potential causes include an improperly positioned return access, an obstructed return line, an improper pump flow rate for the size of the return access, a defective pressure sensor and a defective control stack. An optia return pressure sensor was received from the customer for evaluation. Visual inspection revealed no anomalies. Performed pressure sensor calibration. Pressure sensor successfully completed the calibration. Machine successfully completed 2hr saline run. Was not able to duplicate the reported problem. No problem found. There is no safety issues associated with the reported condition as the machine alarmed as designed. The field service technician proactively replaced the return pressure sensor. The run data file (rdf) was analyzed for this event. I looked in the file, the rdf showed that the pressure was going high regularly. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: undetermined the service technician replaced the return pressure sensor and verified functionality of the device.

Event description:
The patient's weight was not provided by the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).